Event description:
The repair request stated the motor to be leaking oil. The motor was reported to have oil at the end of the motor after the case. Oil was not observed in the sterile filed and there was no impact to the pt.